Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The product identities were confirmed. The blades were visually evaluated. All of the blades showed signs of moderate use with some minor damage on both the hex head and screw interfacing ends, as well as some minor discoloration. Each blade was functionally tested for retention using a screw (part # 76-2410) and a ratcheting screwdriver (part # 46-0008). To test the blades' ability to retain the screw, the blades were inserted into the driver and into the head of the screw, then the blade + driver assemblies were lifted by the screw to see if the screw could support the weight. All of the blades passed the retention test. The device history records were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to normal wear and tear on the blades. The blades are a consumable item that have a limited lifespan. They are intended to be discarded after they become worn and lose their functionality. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00597-1, 0001032347-2018-00598-1, 0001032347-2018-00599-1, 0001032347-2018-00600-1, and 0001032347-2018-00601-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00597, 0001032347-2018-00598, 0001032347-2018-00599, 0001032347-2018-00600, and 0001032347-2018-00601.

Event description:
It was reported the blades are dull. This was identified by the distributor while checking and restocking sets. She identified the blades either looked dull or had difficulty retaining a screw. There was no patient involvement.